Event description:
Sorin group received a report that the flow rate displayed by the s5 system did not match the rate displayed by the external flow meter during a procedure. There was no report of patient injury.

Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the flow rate displayed by the s5 system did not match the rate displayed by the external flow meter during a procedure. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.